Event description:
During a laparoscopic hernia repair procedure, the cartridge broke in the pt's cavity. It was retrieved laparoscopically. No pt injury occurred.

Manufacturer narrative:
5/15/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.